Event description:
Patient reported left side device rupture diagnosed via ultrasound and "left axillary node that is likely reactive" diagnosed via MRI and CT scan. Healthcare professional later confirmed the left implant rupture. The device has been explanted and replaced with another manufacturer's device.

Event description:
Patient reported, left side device rupture and lymphadenopathy. The device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported left side device rupture diagnosed via ultrasound and "left axillary node that is likely reactive" diagnosed via MRI and CT scan. Healthcare professional later confirmed the left implant rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 02aug2024.

Event description:
Patient reported left side device rupture and lymphadenopathy. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.